Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement treatment in the superficial femoral artery, the stent allegedly fractured at the hunter level. It was further reported that patient experienced restenosis. Patient current status is unknonw.

Event description:
It was reported that during stent placement treatment in the superficial femoral artery, the stent allegedly fractured at the hunter level. It was further reported that patient experienced restenosis. Patient current status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent system products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Investigation summary: the sample was not returned for evaluation. X-ray images were provided, which are showing a twisted section of the stent. Even though a stent fracture could not be verified, it is confirmed that the stent is significantly deformed by twisting. No x-ray images demonstrating the reported restenosis were provided. X-ray images were provided, which are showing a twisted section of the stent. Even though a stent fracture could not be verified, it is confirmed that the stent is significantly deformed by twisting. No x-ray images demonstrating the reported restenosis were provided. Based on the information available the stent placed in the patient¿s vessel is confirmed to be twisted. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Holding and handling of the system throughout deployment was found described in detail in the instructions for use. The instructions for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiry date: 01/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.